Event description:
Subsequent to the initial medwatch report, an intra aortic balloon pump was placed and the patient was cannulized due to the symptoms of ventricular fibrillation.

Event description:
It was reported that after predilatation was performed, the 2.5 x 23 mm promus stent was implanted in the left circumflex with moderate tortuosity without problems. Treatment for the left anterior descending artery (lad) was started; however, after balloon angioplasty was performed in the lad, the patients condition deteriorated; however, there was no reported issue with the use of the balloon. An intra aortic balloon pump was placed and the patient was cannulized. The patient also underwent cardiac compression and was placed on a ventilator; however, the patient expired. The patient had a history of cardiac valvulopathy, which was stated by the physician to be the cause of death. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported cardiac arrest, death and ventricular fibrillation are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patients body. The stent delivery system was discarded. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.